Event description:
Per tm and IV therapy, unit freezes during procedures with the probe.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit freezing was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed, the image froze during qc when attempting to print an image. The problem was caused by a faulty gt probe. The root cause is that there is an internal failure in the probe causing the image to freeze while printing an image. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm and IV therapy, unit freezes during procedures with the probe.